Event description:
On 4/29/97, the facility's purchaser informed the MFR's supervisor, customer service that the device was flimsy, bends and wriggles. The facility's purchaser also stated that the device is not as sturdy, is uncomfortable to use and the casing looks rough. One unopened box is scheduled to be returned to the MFR for evaluation. No further details were provided at this time.